Event description:
It was reported that the patient was transferred from another facility already intubated. The doctor decided to use a tube exchanger and remove the existing tube and replace it with a hilo evac. The tube was pretested and appeared to be good. After insertion of the hilo evac, they tried to inflate, but found that they could not keep it inflated. The hilov evac was removed and a standard hilo was inserted. After removing the hilo evac, they examined the tube and found a hole in the cuff. They concluded that it may have occurred during the exchange of tubes.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the hilo evac endotracheal tube for failure investigation has been requested.